Event description:
Information received regarding the explanted device notes that a holter monitor revealed noise, poor atrial sensing, and intermittent sensing. The noise could not be reproduced clinically. The patient was in sinus rhythm at 63 bpm and did not appear to be pacemaker dependent.